Event description:
It was reported that the cadd-legacy pump under infused. The sales rep indicated that the pump was programed to deliver 1 liter of medication at a rate of "42" and there was 3 hours of medication left. No patient injury or complications were reported in relation to this event.